Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2013, time 7 am, inratio 1.4. Date (B)(6) 2013, time 10:45 am, inratio 1.2. Date (B)(6) 2013, time 7:45 am, lab 2.49. Therapeutic range: 2.0 - 3.0. Patient self tester reports milking the finger after finger stick, meter not being in the correct mode when finger stick was performed and touching finger to the sample well.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Ratain strip testing results met both accuracy and precision criteria. Product performed as expected. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. Corrective action is not required at this time as product deficiency was not established.